Manufacturer narrative:
Added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 88 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, unintentional coverage of the right renal artery occurred. It was noted that it was not completely covered and that it was treated with the use of a non-mdt stent. No additional clinical sequelae were reported and the patient is fine.